Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information notes that the cardiac perforation had a cardiac tamponade or emergency drainage.

Event description:
It was reported that the patient presented in clinic for a follow up. Computed tomography revealed cardiac perforation on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.